Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hemorrhage requiring a blood transfusion is related to the activ.a.c.¿ therapy system. The nurse could not determine if the arterial bleed was related to the activ.a.c.¿ therapy system. The activ.a.c.¿ therapy system was discontinued on (B)(6) 2021. Device labeling, available in print and online, states: warnings: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On 12-may-2021, the following information was provided to kci by the nurse: the patient allegedly had 150 milliliters of bloody drainage while using the activ.a.c.¿ therapy system on (B)(6) 2021. On (B)(6) 2021, the following information was provided to kci by the nurse: the physician was notified of bleeding and a reduction in pressure from 125 mmhg to 75 mmhg was ordered as well as a blood draw. The lab revealed a hemoglobin level of 4, requiring hospitalization and 2 units of red blood cells to be transfused. The patient was hospitalized for 4 days and discharged on (B)(6) 2021 without the activ.a.c.¿ therapy system. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hemorrhage requiring a blood transfusion is related to the activ.a.c.¿ therapy system. The device passed quality control checks and met specifications before and after placement.

Event description:
On (B)(6) 2021, a device evaluation was completed by kci quality engineering. On (B)(6) 2021, the device was tested per quality control procedure by a kci service center, and the device passed and met specification. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci quality engineering and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.